Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was exercised during evaluation and no priming defects were found.